Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. The patient reported that it felt different around the ins site than it used too. He stated he used to be able to feel every detail, but now it felt like a big blob. It was reported that a fall may have affected the system. The patient stated he had ¿crps¿ and when walking the pain would make him ¿drop.¿ the patient was redirected to follow up with his healthcare professional. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.